Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge field service engineer (fse) evaluated the iabp. As per the service manual, fse had to replace both the iab and dss datasette. After replacing the datasette, the problem still remained. To fix the issue, the fse replaced the main board, and both the iab and dss datasette again. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported during a preventive maintenance (pm) by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had generated an electrical test fails # 5 alarm. The fse had already replaced the datasets twice and the problem was still there. No patient was involved and no adverse event was reported.